Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37081-60, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, lot# 0205607893, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) that was replaced as the study started. The patient had the first device in (B)(6) 2011 and the settings were not available as the information was not part of the study. It was reported that, during the battery replacement, high impedance of the lead was noted. This was already an existing problem, so the lead was programmed without using the electrodes with high impedance. Device interrogation and device data on (B)(6) 2017 determined there was high impedance (greater than 10,000 ohms) of electrodes 2, 3, 5, 6, and 7. Reprogramming was performed on (B)(6) 2017 so that the patient had adequate pain coverage. The event resolved without sequela. The event was related to the device or therapy and was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. After the programming was performed without the electrodes with high impedance, the patient stated the stimulation was not that adequate anymore as before. The patient still had pain relief, but not as sufficient as before.